Event description:
Procedure type: seps. According to the reporter: upon injecting of saline into the dissector balloon, the balloon broke when the balloon capacity was at 250cc. There was no report of pieces falling into the cavity. The operating time and incision were not extended as a result and there was no blood loss. No patient injury was reported. Patient is fine.